Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which successfully resolved the issue without any recurrence. The customer was advised to continue using the pump and contact support if the issue reappears, which the customer acknowledged and understood.